Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, the hta system "ran, then quit." The system was unplugged and restarted, however the issue was not resolved. The procedure was successfully completed with a second hydrothermablation procerva procedure set. The patient's condition at the conclusion of the procedure is reported to be "fine." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Additional information received from the complainant confirmed an unknown error code was received in the beginning of the procedure. The system was paused and restarted, however another unknown error code was received. A new procedure set was used to successfully complete the case. It is also noted that receiving an error message is not a medwatch reportable event. A visual examination of the returned procedure set found no damage to the tubing harness, connectors, cassette, or disposable heater canister. The stainless steel shaft of the procedure sheath and the reservoir cylinder exhibited damage which is most likely attributed to shipping the device for evaluation. Functional testing found that the reservoir filled and the water heated within the anticipated time. All temperature readings were within the allotted ranges, no leaks were observed, and no alarms sounded. Therefore, the most probable root cause for this complaint is not confirmed.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2011. According to the complainant, the hta system "ran, then quit." The system was unplugged and restarted, however the issue was not resolved. The procedure was successfully completed with a second hydrothermablation procerva procedure set. The patient's condition at the conclusion of the procedure is reported to be "fine." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.